Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted. It was reported that at the pump refill the expected reservoir volume was 2.5 ml and the actual reservoir volume was 6 ml. The patient had no symptoms. Per the hcp, they had no plans to refer the patient to a neurosurgeon for pump replacement for this issue unless the patient became symptomatic.